Event description:
The hygienic corporation was notified of an adverse event involving the therapearl b+l color changing reusable neck wrap. The user reports warming the neck wrap in a 700w microwave for 90 seconds after which he applied to his neck for 20 minutes on (B)(6) 2020. On the morning of (B)(6) 2020, the user stated he presented with a burn on the application site. The burn was characterized with blisters (at least 4 blisters) and it was reported that the blisters burst. On (B)(6) 2020 at the pharmacy, betadine gel 10% (povidone-iodine) was advised to the patient. The burn site is reported to be the size of half of a palm on the neck but it was not present of the sides of the neck. The user also reported taking oral paracetamol for pain.